Event description:
It was reported that during the implant procedure, the pacemaker was unable to provide pacing. The leads were tested normal. The physician implanted a new device. No adverse consequence reported on the patient.

Manufacturer narrative:
The reported field event of 'no output' was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.